Event description:
A physician reported a patient who was skin tested on 17 march 1998 with negative results and was treated in the glabella, crow's feet, and nasolabial folds on 27 april 1998. On 2 april 1998 the patient developed erythema and induration at the test and treatment sites. The physician prescribed oral zyrtec and topical epitopic and sun protection on 10 may 1998, all of which were ineffective. The physician believed the symtoms were probably product related and possibly related to an interaction with the silicone.